Manufacturer narrative:
N/a.

Event description:
The following has been reported: clinical value analyst reported: this is an un-used tubing set and there are visible debris within the blood filter. A preliminary review of the logs identified the following issue: particulate contaminant. Debris found in blood filter. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. The device was assembled per the applicable drawing. A particle was noted in the blood drip chamber and in tubing. During the ftir analysis of the sample, there appeared to be some sort of varnished or composite wood. The sample resembled two references in the plastics lab library, that of cellulose and that of nitrile butadiene rubber (nbr) though not exact to either. The customer complaint is confirmed. The potential root cause could be related to particles got inside the drip chamber at the supplier facility and were not captured during the quality sampling inspections. A scar has been issued to the supplier in order to mitigate this reported failure. The current process controls detection includes post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. 100% visual inspection is performed in manufacturing line. The batch record fa24k05023 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.